Manufacturer narrative:
(B)(4). Date sent: 11/2/2023. D4 batch #: x7005c. Additional information was obtained: on removing harmonic scalpel from port it was noted that the metal tip had a portion of approximately 2mm length missing. Surgeon informed and a replacement instrument obtained. Operating field and floor searched. Chest cavity checked and x ray called. Unable to locate the missing piece. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched, and with evidence of contact with metal in or out of the operative field. In addition, the device was returned with the tissue pad detached and not returned. During functional testing on gen11, an alert screen was displayed. A probable cause for the device to stop activating and the gen11 to display an alert screen is blade damage. The device was disassembled to verify the internal components and no anomalies were found. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. Based on the condition of the tissue pad, a probable cause of this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. The cleaning of the pad, not in accordance with the IFU, can also result in removal of the pad during use. It is possible that the unexpected noise heard could be either: the blade making contact with metal or plastic while activated. A manufacturing record evaluation was performed for the finished device batch number x7005c, and no non-conformances were identified. As part of the quality process all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
(B)(4). Date sent: 10/12/2023. D4 batch #: unknown. Additional information was requested and the following was obtained: the procedure was very straight forward and nothing unusual to note about the patient or their tissue. The device was used from the start of the case to take down some adhesions and it was noted that the device was giving off purple sparks from the beginning. The surgeon was using the max button. There did not seem to be any metal staples or clips near the jaws. Near the end of the procedure the scrub nurse noticed that part of the blade was missing and had broken off already by that point. The reg could not say if the tissue pad was still attached at this point or if it had come off. Could not locate the missing part of the blade via x-ray. They opened a new harmonic (harh36). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during resection of a bulla the device's tissue bad burnt through and came away from the clamp arm. In addition the tip of the knife blade broke off and could not be found. The patient was x-rayed and it couldn¿t be seen within the patient and is believed to have been lost in the drapes or on the floor. The theatre staff reported a high pitched sound coming from the device at some points when being activated.